Event description:
The pod only holds enough insulin for the patient's needs for 2 days. We need the patient to change his pod every 2 days instead of every 3. The pod does not hold enough medication that is needed. Pae reported by (B)(6) at (B)(6). (B)(6) did not consent to follow up. No further information/clarification available. (B)(4).